Event description:
The 840 vent had an oxygen (o2) sensor failure. There was no patient involvement at the time the failure occurred. Covidien inspected the device and found the o2 sensor was damaged. The o2 sensor was replace. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).